Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the gallbladder to treat gallbladder stones during an endoscopic ultrasound (eus) with gallbladder drainage procedure performed on (B)(6) 2021. During the procedure, the outer sheath detached from the deployment hub and the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."